Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, slow deflation of the stent delivery balloon occurred. The physician implanted a taxus express2 2.75x28mm drug eluting stent to an unknown vessel. The stent was deployed at 14 atms. The physician attempted to deflate the stent delivery balloon, but it would not deflate. The balloon was left in and finally deflated after 50 seconds. No patient injuries or complications were reported. Patient status post procedure is noted good. Additional information regarding this event has been requested.